Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Two patients affected; 3 way catheters placed in operating room. Both incidents occurred on the same date. The first patient was assisted to the bedside commode and when assisted back to bed it was noted that the 3 way foley catheter came out with fluid on the flood and the balloon was deflated. The balloon was checked, and it was found to be leaking. Additional 3 way foley catheter was placed a few hours later. Rusch silicone 3 way catheter balloon, 30cc. Lot# ngfz2375 was leaking.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed qa inspection test. An actual sample was returned for investigation. It was reported that balloon of the catheter was leaking. Visual inspection carried out on the sample observed the balloon was incomplete and had already burst. Besides that, no other abnormalities observed. Close up reviewed on the remaining balloon part revealed a clearcut appearance on the remaining balloon surface. Burst balloon may happen due to several reasons such as in contact with sharp object during use i.e., contact with clamper, kidney dish/tray, overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relative compounds. Balloon could also leak or burst because of balloon had encounter bladder or kidney stone during use for patient with bladder or kidney stone history. In current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out. In summary, based on the investigation conducted, burst balloon may have likely happened due to in contact with sharp or pointed surface which may propagate and lead to burst balloon. Moreover, balloon on the returned sample was incomplete and further investigation could not be conducted. Therefore, this complaint could not be confirmed.

Event description:
Two patients affected; 3-way catheters placed in operating room. Both incidents occurred on the same date. The first patient was assisted to the bedside commode and when assisted back to bed it was noted that the 3-way foley catheter came out with fluid on the flood and the balloon was deflated. The balloon was checked, and it was found to be leaking. Additional 3-way foley catheter was placed a few hours later. Rusch silicone 3-way catheter balloon, 30cc. Lot#ngfz2375 was leaking.